Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak).

Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was 20 mm in diameter and had 40 degree angulation. The iliac arteries were non-calcified and moderately tortuous. The endurant bifurcated stent graft was implanted without issues and with good proximal and distal seals. During the final angiogram, a type IV endoleak was observed at the level of the flow divider and along the ipsilateral limb. There was no intervention, and the pt will be monitored. The pt had been given 6000 units of heparin during the case. No add'l clinical sequelae were reported, and the pt is fine.